Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy procedure, the device jaws could be opened and closed normally, and it couldn't be fired. They then used another device to resolve the issue in order to complete the case. There was no patient injury.